Event description:
It was reported that a request for electrocardiogram review was needed to access possible loss of capture. In addition, high right ventricular pacing thresholds and high pace impedance measurements were also noted. Technical services(ts) reviewed the case and noted that the no capture looking beats were likely the display issue of the remote monitoring automatic gain. Ts discussed performing patient testing to rule out a possible lead issue or dislodgment, and set up the output just above the thresholds and look for loss of capture on the real time electrocardiogram. The manufacturer of the right ventricular was not provided. The system remains implanted. No adverse patient effects were reported.